Event description:
It was reported the patient was doing fine. Stimulation was set at 2.5 v.

Event description:
It was reported the patient¿s battery and lead were replaced. Impedances were within normal limits during the implant procedure. At the follow-up appointment, the system had low impedances on electrodes zero and one of less than fifty ohms. The patient also experienced a sudden loss of stimulation. Reprogramming was performed. The patient could not feel stimulation on all seven configurations. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pet2, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).